Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Device was returned through the expresscare program. Upon testing, device failed to zero/exhibited excessive drift on zeroing. Using calibrated pressure simulator, device showed inconsistent readings. Readings not within spec. Got progressively worse at higher simulated icp levels. No patient involvement/delay.

Manufacturer narrative:
Updated UDI :(B)(4). The device was returned for evaluation. The directlink unit was evaluated and no issues were found. The device functioned as intended. A review of manufacturing records found that the device met specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.